Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance due to low blood glucose with blood glucose of 36 mg/dl at the time of the incident. The customer was at 20 mg/dl at the time of admission. The customer used food, glucose tablets, and soda to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported the pump over delivered. The caller reported they got a motor error and the drive support cap was flush. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window. (B)(4).